Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that one day after the implant procedure, the right atrial lead was not sensing nor capturing, even at maximum output. Fluoroscopy revealed that the lead had dislodged into the superior vena cava (svc). Multiple attempts were made to reposition the lead however dislodging persisted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.